Event description:
The port was no longer needed and when removing the port the catheter could not be withdrawn from the vessel. The neck incision was reopened. The catheter was elevated and cut. The port was completely removed. Patient recovered without further problems.